Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the lead safety switch (lss) had been triggered for this system due to pacing impedance greater than 2000 ohms on the right ventricular (rv) channel. Noise and oversensing was also noted. A boston scientific technical services consultant documented and discussed the clinical observations and further troubleshooting was recommended. No adverse patient effects were reported.